Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis could not confirm the reported failure. A review of the event logs showed that the instrument did not have any clamping failures. However, failure analysis did find a piece of the stapler release kit (srk) lodged in hole 2. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken piece of the srk found lodged in hole 2 could result in the instrument grips not opening due to the breakage. Although this did not cause an adverse event, if this malfunction were to reoccur this could necessitate medical intervention if the instrument grips were closed on patient tissue.

Event description:
It was reported that during a da vinci-assisted colon resection procedure, the endowrist stapler 45 instrument would not ungrip tissue after the first grasp. The surgeon wanted to re-position after the first grasp and it would not let to, therefore, the emergency release wrench was used. The surgeon had to use a hand held stapler to complete the procedure. There was no report of patient harm, adverse outcome or injury.